Manufacturer narrative:
There was no indication of any malfunction of the device. Device not returned for evaluation.

Event description:
Allegedly, the patient underwent a gynecologic surgery to remove what were thought to be benign fibroid tumors in which a morcellator was used. Shortly after the procedure the patient was diagnosed with leiomyosarcoma based on pathological analysis of the morcellated tissues. She died on (B)(6) 2013.